Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer was experiencing low blood glucose. Customer stated their blood glucose was 276 mg/dl based on sensor reading and treated with a bolus. Customer checked blood glucose using a finger stick and it said 46 mg/dl. Customer was advised to treat low blood glucose by eating or drinking something. Customer declined further troubleshooting. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.